Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the delivery issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old patient of unknown race and gender was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the physician was unable to pass the pump through the patient¿s vasculature and the implant was aborted. No patient harm was reported.